Event description:
It was reported that a patient underwent an anterior pelvic floor repair procedure on (B)(6) 2008 to correct a stage iii cystocele. The patient developed a symptomatic stage ii rectocele and uterine descent on (B)(6) 2009. "Colpo posterior" and sacrospinous hysteropexy procedures were performed on (B)(6) 2009 to correct the rectocele and uterine descent. The patient's symptoms were resolved as of (B)(6) 2009.

Manufacturer narrative:
(B)(4)-rectocele occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.